Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, device underweight, and missing piece of shell. A microscopic analysis was performed which identified a sharp(edge) opening assessed as an unidentified (tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on radius due to an unidentified (tear) opening. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side device rupture. Patient reported ¿silicone deposits outside implants and in lymphatic tissue¿, ¿panic and suffered considerable damage to health and mental state¿ . Device has been explanted.